Event description:
Implanted in 2005. Experiencing nausea, diarrhea and pain where the patch is since she had it implanted.

Manufacturer narrative:
No product returned for evaluation. Therefore, no conclusion can be drawn.